Event description:
Reportedly, blood did not seem to be circulating through the lines and the pressures were abnormally low. The device failed to alarm. The hospital staff recognized the low access flow and discontinued treatment. There was no allegation of patient injury, intervention or death with relationship to this event.

Manufacturer narrative:
Device evaluated in situ. Device was manufactured in 2002. The access catheter of the patient was blocked, so that blood was flowing but not with the intended blood pressure. Normally, the device would alarm, but in this case, the access sensor was old and the shape of the membrane rubber was not contacting the pressure dome of the line set completely. Due to the poor contact, the device failed to alarm which was attributed to "borderline" low pressure. Conclusion: the low flow was caused by the clotted or blocked catheter, but no alarm due to the access pressure sensor being worn out. The access pressure sensor was replaced and the device was released back into service. The device history record was reviewed by the manufacturer with no observations of indicators which could be related to the reported event. The device met all release requirements during final inspection.